Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the right ventricular lead exhibited possible noise. During an in-clinic visit, noise resulting in oversensing was reproduced during isometrics. Programming changes were made. The patient was stable throughout.